Event description:
It was reported the patient presented in clinic for follow up. X-rays confirmed the right ventricular lead dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.